Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer, reporting that the v60 ventilator was down due to the power board not working. It was unknown how the issue was found. No patient or user harm was reported. Insufficient information is available to determine the resolution of the event. It was reported that multiple attempts were performed to follow up with the customer regarding the event; however, no response was provided. It could not be confirmed if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.